Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the endoscopic image of the subject device disappeared. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported endoscopic image loss was not duplicated. After disassembling of the subject device, it was confirmed that there were no irregularity in the solder and wiring of the circuit board. The circuit board of the subject device has not been repaired by olympus since delivery to the user facility. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Considering the evaluation result, it was surmised that the reported event occurred due to an abnormality in the electronic components of the circuit board. The abnormality in the electronic components of the circuit board was possibly caused by degradation or overcurrent.